Manufacturer narrative:
Date of event - aware date of 12jan2023 used as event date is unknown.

Event description:
It was reported that a device related thrombus occurred. In (B)(6) 2022, a left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). The patient was reportedly non-compliant with the prescribed post procedure medication regime of eliquis. During a routine follow up examination, 45 days post index procedure, a mobile thrombus on the surface of the closure device was identified. In (B)(6) 2023, a transesophageal echocardiogram (tee) revealed the device related thrombus was still present. The patient was instructed to cease eliquis and begin lovenox. No patient complications were reported.